Event description:
It was reported that it was difficult for them to connect the connector to the 4fr groshong catheter. A new repair kit was used. Complainant notified that no abnormal damaged observed on device.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty connecting a groshong nxt connector is confirmed and was determined to be manufacturing related. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed the connector pieces were not assembled and some use residue was observed on the returned sample. The two connector pieces were assembled, and while the connection between the connector pieces seemed somewhat firm, the gap between the locking arms of the proximal connector piece was measured and was found to be too wide and out of specification. The investigation has been forwarded to the manufacturing facility for further evaluation. Bd is working closely with the manufacturing facility to prevent recurrence of the reported event. Reynosa evaluation: complaint due to ¿unable to be attached firmly¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual, functional testing and measurements performed at vad lab the following was concluded: a slight gap between the interface of the proximal connector and distal connector was observed. The gap between the locking arms of the proximal connector appeared to be out of specification per dwg. That condition revealed a poorly connection while assembling. The cause of this condition is manufacturing related.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to advance catheter through connector is inconclusive due to poor sample condition. One photo sample of a 4 fr groshong nxt two-piece connector was provided for evaluation. The connector is shown unassembled and is secured within the connector packaging. No apparent damage or deformation was visible on the components. Based on the description of the reported event, possible contributing factors include assembly technique, dimensional tolerance issues, and damaged component. A review of the manufacturing records did not reveal evidence to suggest a manufacturing related root cause contributed to the reported event. Since the lack of a returned sample did not allow for a determination of the root cause, the complaint remains inconclusive at this time. A lot history review (lhr) of redw1669 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was difficult for them to connect the connector to the 4fr groshong catheter. A new repair kit was used. Complainant notified that no abnormal damaged observed on device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw1669 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was difficult for them to connect the connector to the 4fr groshong catheter. A new repair kit was used. Complainant notified that no abnormal damaged observed on device.